Event description:
Staff checked patient at 0035 and found patient sleeping. Patient checked again at 0135 and was found between patient's right head and patient's right foot siderail, facing bed with knees on floor. Patient had no pulse. Head of bed elevated approx 30 degrees. No eyewitnesses available. Staff had noticed change in repiration and behavior over last few days.